Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.the insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery test. The device had cracked case at the display window corners, minor scratches on the lcd window, scratches on the reservoir tube window, broken belt clip slot, cracked battery tube threads, and broken reservoir tube lip.

Event description:
The customer reported via phone call that she had physical damage on the insulin pump. Customer's blood glucose has been high today at 360 mg/dl. Customer went to change the infusion set and noticed a crack in the pump casing. Customer's blood glucose was 50 mg/dl at the time of the incident. Customer was advised to disconnect from the pump. Customer stated that the damage is above the screen and the top corners. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.